Event description:
It was reported that the device lost image during a procedure and could not be powered back on. A replacement device was used to complete the procedure. There were no reported adverse consequences as a result.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: can not bootup. Probable root cause: electrostatic discharge, cooling system (vpi) failure, software error/failure, camera overheating, camera malfunction, dropped camera. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device lost image during a procedure and could not be powered back on. A replacement device was used to complete the procedure. There were no reported adverse consequences as a result.